Event description:
Alleged event: healthcare professional reported "plane change" and "uncomfortable" of a non-abbvie device. The device was explanted. Patient code: 4504;4581 device code: 4001. Reference report: mw5189242. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).